Event description:
Rep reported that the tms unit is not consistently giving the correct number. Second tms unit will not seat in properly and stop at #2. No adverse consequences were reported to the rep, which was confirmed on (B)(4). (B)(4).

Manufacturer narrative:
(B)(4). Upon completion of the investigation, it was noted that 2 tms programmers were received (one was missing the adjustment tool). When testing both returned indicator tools it was verified that the black button sticks slightly after depressing; causing the difficulties reported. This issue is consistent with prior complaints for this product code. The vendor implemented (B)(4) to update notes on the spring (used in the tms indicator) drawing to call out number of active coils, dead coils, and concentric coils. Furthermore, existing spring permits coils to collapse on each other upon full compression of the indication tool button. In some cases the button could become stuck or "click" as identified in (B)(4). Trends will be monitored for this or similar complaints for this product code. At the present time this complaint is considered closed.